Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a low scan result of 64 mg/dl on the adc device when compared to readings of finger stick result of 148 mg/dl. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced dizziness, headache, difficult walking and self treated with glucose tablets, and 50 units of lantus (a long-acting insulin) every morning and humalog (a fast-acting insulin) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.